Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained.

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, image loss occurred, and air was not removed during the preparation flush. The procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, image loss occurred, and air was not removed during the preparation flush. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation was concluded as failure to follow instructions based on a review of the event details, available information, and product records. The mdu was on during device insertion, which is not in accordance with the IFU and may have contributed to decreased or lost image quality. For the reported device entrapped air, the cause was determined as unintended use error caused or contributed to event following a review of the reported event details, available information, and product record review. The event likely resulted from factors encountered during the preparation of the device.